Event description:
While training a dialysis pt for home ccpd treatments, the cycler gave scale 9 alarms and the pt c/o distention during dwell 3. They noticed that the 2 5-liter solution bags were almost empty. They bypassed to drain but no effluent came out. They checked the lower valve box and noticed that the left valve was stuck open and the right one was closed. They drained the pt manually and was able to drain 4,500 ml. The prescribed fill volume was 2,000 ml. The pt felt relieved after draining. There was no serious injury.